Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed for the m-02 error and the customer reported issue was replicated. The iesu displayed error m-02-3 during boot up.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error m-2 on erbe, an investigation is in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the erbe due to ongoing error m-02. Isi has received the integrated electrosurgical unit (iesu) part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is being reported due to the following conclusion: the customer experienced an erbe error m-02 after the start of the procedure. Although the customer was able to clear the error by power cycling the erbe, the issue was reproduced by an intuitive surgical, inc. (Isi) field service engineer (fse) who later came onsite to troubleshoot the reported issue. The fse replaced the erbe to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date and explant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during da vinci assisted inguinal hernia-bilateral surgical procedure, an error m-02 was displayed on the integrated electrosurgical unit (iesu) erbe. The erbe was power cycled, and system was ready to use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.